Event description:
My son is a minor with type 1 diabetes who uses the freestyle libre 3+ continuous glucose monitoring system. He participates in routine football conditioning in (B)(6) during the summer. The sensors are not being removed due to tackling or trauma. They are detaching prematurely due to perspiration despite being applied according to abbott's instructions. These repeated premature detachments interrupt continuous glucose monitoring and result in the loss of glucose trend information and alerts that are important for safe diabetes management. I contacted abbott diabetes care regarding these repeated premature detachments and requested that the matter be handled in writing because I believe it is a patient safety concern. Abbott attempted to contact me by telephone, but I requested a written response. I have not received one. Since my original complaint, another sensor detached prematurely. I submitted two replacement requests through abbott's online replacement portal, and both remain pending without a response or resolution. I am submitting this report because I am concerned about repeated premature detachment of the device during foreseeable conditions of use, the resulting interruption of continuous glucose monitoring for a child with type 1 diabetes, and the lack of resolution of the replacement requests. Pt: 1912. Device: 2903, 2907. Reference report #: mw5190538. This report captures freestyle libre 3+ sensor #2.